Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information received from a healthcare provider via a manufacturer representative regarding a patient receiving fentanyl (2,000mcg/ml at minimum rate mode) via an implanted pump. Indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported that in (B)(6) of 2015, the patient communicated to the physician about decreased pain control and withdrawal type symptoms. At that time a catheter dye study was completed. It was reported that the healthcare provider (hcp) had tried doing a dye study and the dye remained in the pump pocket. The patient was referred for a catheter revision. The printout indicated that the pump had last been updated on (B)(6) 2015 and that was probably when they did the dye study. It was noted that they were moving the pump down toward the back of the hip and possibly replacing the catheter on (B)(6) 2015. It was noted that the patient experienced intermittent withdrawal symptoms. It was considered a sudden change. During the revision the catheter was found to have multiple are as that appeared kinked. The surgeon noted an area of the catheter that appeared featured although cerebral spinal fluid (csf) was free flowing from the catheter pump connector. The surgeon removed the portion he saw to be of concern and replaced a new pump connector with the "resisting" remaining catheter. It was noted he pulled csf from the side port without any problems after attaching it back to the pump. The patient reported great results with very satisfactory pain relief. It was noted that all issues were resolved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the manufacturer representative indicated that the surgeon noted an area of catheter that appeared fractured.